Event description:
Flxibility study. It was reported that a transient ischemic attack (tia) occurred. Prior to the procedure, 75 mg aspirin and 300 mg clopidogrel were administered. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 23.0 mm. On 09jul2020, 127 days post procedure, the patient developed syncope and was unable to pronounce words and also stated weakness in the right extremities around 10:00 am. Symptoms persisted for several minutes and started to resolve gradually and the emergency medical team (emt) was called. The patient was transferred to the emergency department around 12:45 pm due to transient speech disorders and weakness affecting the right extremities. Upon admission, physical examination revealed general condition of the patient was good, circulation and respiration were stable, blood pressure was elevated, heart rate was irregular at approximately 100 bpm, normal vesicular breath sound was noted over the pulmonary fields, patient was afebrile, abdomen was soft and pain-free and absence of lower leg edema. Neurological examination revealed the patient was conscious, verbal responsiveness was preserved however, hearing impairment was noted. Signs of meningism was absent, cranial nerves disorders were absent. Deep reflexes were symmetrical quite brisk, pathological reflexes were absent and extremities were unaffected by paresis. The patient was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin (75 mg). On (B)(6) 2020, a computed tomography (CT) scan of the head without contrast revealed ischemia-induced irregularities, cortical and subcortical atrophy. Apixaban (2.5 mg) was started. On (B)(6) 2020, a doppler ultrasound of the carotid and vertebral arteries revealed common, external, and internal carotid arteries were bilaterally patent, blood flow was directed towards the head, spectrum was normal and intima-media complex thickness with 0.5-0.6 mm. Small, flat, quite calcified, hemodynamically insignificant and atherosclerotic plaques are bilaterally present in the proximal segments of the internal carotid arteries. Vertebral arteries were bilaterally patent, normal structure, tortuous course, blood flow was directed towards the head and spectrum was also normal. On (B)(6) 2020, a transcranial doppler ultrasound revealed occipital bone window flow through both vertebral arteries and the basal artery was directed towards the head, spectrum was normal. Temporal bone window was opaque to ultrasounds not possible to visualize blood flow through the anterior, central, and posterior cerebral arteries. A cardiologist was consulted due to hypertensive cardiomyopathy with persistent atrial fibrillation. During hospitalization, the patient was treated with intravenous nootropil infusion, 0.9% nacl IV, acard, avedol, polpril and proton pump inhibitor. On (B)(6) 2020, the aspirin (75 mg) was stopped. On (B)(6) 2020, the event was considered to be resolved and on the same day the patient was discharged on apixaban with good general condition and recommended further follow up on outpatient basis. On (B)(6) 2020, additional follow-up transthoracic echo (tte) revealed a complete laa seal with trace of pericardial effusion with size of 2 mm (historical condition) and atrial septal shunt. On (B)(6) 2021, annual follow-up tte revealed complete seal, with no evidence of thrombus and pericardial effusion.